Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. There was evidence of an impact to the display. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging there were lines across the bottom half of a ventilator's display screen. There was no harm or injury reported.